Manufacturer narrative:
Review of the available programming and diagnostic history. Evaluation codes; corrected data: additional information indicates that there was no device failure.

Manufacturer narrative:
Review of the available programming and diagnostic history was performed.

Event description:
Analysis of the explanted generator was completed. The pulse generator module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Additional information was received containing programming data for the patient. The programming data confirms that high impedance was never observed for this patient.

Event description:
It was reported that device diagnostics resulted in high impedance. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Event description:
Additional information was received stating that the vns patient¿s device was tested and system diagnostic results showed lead impedance within normal limits and near end of service. The patient was referred for surgery but no known interventions have occurred to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013.

Event description:
Additional information was received that the patient underwent generator replacement surgery due to end of service. The lead was not explanted. The explanted generator has been returned for analysis. Analysis is underway but has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.